Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported the epg (external pulse generator) was connected to a patient for advance preparation for the exchange of the epg with an ipg (implantable pulse generator). The device was turned on, and it powered down after 1-2 seconds. There was no health hazard to the patient because the operation hadn't started yet.